Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device during product analysis lab (pal) evaluation. The system error occurred on (B)(6) 2012 at 09:52:57. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. The lot number is unknown therefore a batch review was not performed.